Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (balloon burst). Conclusion: known inherent risk of a procedure (balloon burst).

Event description:
A reliant balloon was used in a patient as an accessory product during endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 54.2 mm in diameter abdominal aortic aneurysm. The proximal neck was 25.6 mm in diameter and 18 mm in length and there was thrombus. The right and left iliac had mild calcification. It was reported that while ballooning inside the iliac limb of the endurant endograft, the balloon appeared to have ruptured. A 30cc syringe was used with 1/3 contrast and 2/3 saline. The balloon was delivered through the left sheath and was inflated twice in the proximal neck and then it was brought down and inflated in the overlap area of the mb limb and limb extension piece. The balloon was then brought into the distal 13mm portion of the 16x13x82 iliac extender (balloon was fully in the graft limb), and it was inflated- at this point the balloon did not inflate with the normal characteristics and it was suspected to be popped. The physician did not actually see the moment that the balloon had ruptured. The balloon was only used for graft modeling. No excessive speed or force was used with the inflations. The volume of actual fluid with inflations was not noted. Balloon was removed and the tear in the balloon was confirmed on the back table. No clinical sequelae were reported and the patient is fine. Evaluation summary: upon inspection of the reliant balloon, there was no obvious damage to the balloon. The balloon was inflated using a 30 cc syringe; there was no damage to the balloon, however water was leaking out of the blue tri-lumen shaft. Water was then flushed through the guidewire lumen while blocking the distal tip; however no water entered the balloon. The complaint was confirmed; the balloon was leaking when filled with water. A review of returned films pre-implant showed minimal aneurysm or vessel calcification.